Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for non obstructive urinary retention. It was reported that both batteries seem to be turning off intermittently and causing a distinct stinging in the pocket area. The provider did an impedance check of the lead and checked the battery site on the patient. Impedance check seem to be normal for both leads in batteries. Cause was not determined. The issue is ongoing. Ins (B)(4) was explanted.